Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, shortly after the implant of this implantable cardioverter defibrillator (ICD) system, a defibrillation threshold (dft) test was performed due to the high positioning of the right ventricular (rv) lead. The dft test returned a low out of range shock impedance value and the patient was not converted. An external shock was delivered successfully. The device recorded two codes as a result; one for the low shock impedance and one for a high voltage condition that was detected while the device charged to deliver a second shock. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. A revision procedure was performed and the ICD and this rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a cut through the lead insulation that was induced during the implant/explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional destructive analysis was performed. Destructive analysis revealed arcing damage on the distal high voltage cable at the induced-cut location (23 centimeters from terminal pin); it is unsure when the cut was induced.